Manufacturer narrative:
Product event summary: data files were returned and analyzed. An unrelated system notice was found on the data files. The device was not returned and a clinical issue was encountered. Correction.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryoablation procedure a system notice was received indicating that the safety system detected a compromised outer vacuum. After some troubleshooting, the balloon catheter was replaced. Prior to the first inflation of the second balloon, an st segment elevation was observed and resolved after approximately five to ten minutes. The case was then completed. When the patient woke up, he exhibited stroke symptoms including inability to move his left leg and arm and left-sided facial droop. Following administration of tissue plasminogen activator (tpa) the patient regained some strength in his arm and leg approximately an hour after the event. Within four days the patient's symptoms had improved significantly. Strength had returned to the left side, but the patient was still having some difficulty with speech. The patient was discharged a week after the event with no issues with the left leg or speech, but with some weakness in the left arm. No further patient complications have been reported as a result of this eve nt.

Manufacturer narrative:
Please reference mw5061255, which contains the additional information reported herein.

Event description:
Additional information was received from FDA (please reference report mw5062155). It was subsequently reported that the procedure was performed to treat the patient's supra ventricular tachycardia (svt). During the third inflation the balloon deflated and a system notice appeared. The balloon catheter was removed and a new catheter was prepped and inserted. During this process the patient demonstrated st elevation which resolved over several minutes. The patient woke slowly from general anesthesia and had hemiparesis. A CT scan revealed a cerebral clot.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.